Manufacturer narrative:
Not applicable.

Event description:
The reported problem (bruising) was confirmed. A us distributor reported that a patient received bruising and broken ribs while wearing the lifevest. The patient did not report receiving any medical intervention. There was no alleged device malfunction contributing to the injury. The patient reported the bruising improved.